Event description:
It was reported that the vertical lift column on the 9800 system intermittently would not work. Also, the monitor's intermittently turn black. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor and ps3 power supply were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.